Manufacturer narrative:
Age/date of birth, weight, ethnicity: information unknown not provided. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. (B)(6). Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was broken on the side of the plunger. There was no patient complication. Another iol was implanted straight away (sn (B)(4)). The material is not available for investigation. No other information was provided.